Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that the vent inoperable error was caused by bad calibration and fcv (flow-controlled ventilation). Fcv was exercised for over 30 minutes and the fcv characterization was performed and completed. Other error seen in the lod is 'exp temperature error'. The internal power supply cooling fan is not functioning as well. The power supply,heater,power entry module and temperature sensor were replaced and the transducers were calibrated. Operational verification procedure was performed and the unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable while on a patient on the avea ventilator. The customer reported there was no patient harm associated with the reported event.